Event description:
Patient reported right side rupture diagnosed by MRI. Device has been replaced with non-allergan device. Later hcp also confirmed "right side rutpure + outpouring of gel about 1 cm thick with associated detachment of the prosthetic membrane of the fibrous capsule. Foreign body granuloma (siliconoma), which was removed together with the periprosthetic fibrous capsule (strongly thickened) and the prosthesis."

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI. Device has been replaced with non-allergan device.